Event description:
A customer from (B)(6) alleged discrepant ex20ins results for patient samples when using cobas® egfr mutation kit (lot g18263 and h08593) compared to retest results. The customer noticed an increase in the positivity rate for exon 20 insertion with the cobas egfr mutation kit v2 and performed retests of samples. Twelve (12) samples generated ex20ins discrepant results. The customer stated that about 70% of all egfr samples they are testing are cytology samples, which is not a sample type supported by the product¿s instructions for use. Only one of the alleged samples that generated discrepant ex20ins results was an on-label ffpet sample type. No harm or injury was indicated. Two mdrs will be filed, one for each alleged kit lot.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).